Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released and the device was not running in the correct mode; it was oscillating when in reverse mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released and the device was not running in the correct mode; it was oscillating when in reverse mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported run on was duplicated by a manufacturer repair technician through functional evaluation. Upon inspection, the trigger was found to be deformed, which can cause the reported event and can be caused by impact. The device was repaired and returned to the manufacturer loaner pool.